Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient, with a complex medical history, was admitted to the hospital with respiratory failure. The patient was found to be septic, with fever. He was transferred to ICU and was on ventilator support. The source of the infection could not be identified. The patient was positive for (B) (6). He also had 'bouts' of sinus tachycardia and atrial fibrillation with rapid ventricular response. Additionally, he had multiple short bursts of ventricular tachycardia but was asymptomatic and was given rate control medications. Physician and occupational therapy was provided. After 18 days, the patient was taken off the ventilator, and one week later he was discharged to a skilled nursing facility in stable condition. No further patient complications were reported as a result of this event.

Event description:
It was reported patient, with complex medical history, admitted to hospital with respiratory failure. Patient was found to be septic, with fever, transferred to ICU on ventilator support. Source of infection could not be identified. Patient was (B)(6). Had 'bouts' of sinus tachycardia and atrial fibrillation with rapid ventricular response. Had multiple short bursts of ventricular tachycardia but was asymptomatic and given rate control medications. After 18 days, patient taken off ventilator, and one week later ((B)(6) 2010) discharged to skilled nursing facility in stable condition. Later reported patient died (B)(6) 2010 from complications of heart failure. Had been on hospice, not pacemaker dependent, ICD detections turned off 2 months prior to death from end stage congestive heart failure.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found. (B)(4) no anomalies found, several conductors blood/body fluid (not obstructed). Proximal segment returned and analyzed. (B)(4) no anomalies found, proximal conductor stretched, apparent explant damage. Proximal segment returned and analyzed.

Event description:
It was reported the patient, with a complex medical history was admitted to the hospital with respiratory failure. The patient was found to be septic, with fever. He was transferred to ICU and was on ventilator support. The source of the infection could not be identified. The patient was positive for hepatitis c. He also had 'bouts' of sinus tachycardia and atrial fibrillation with rapid ventricular response. He also had multiple short bursts of ventricular tachycardia but was asymptomatic and was given rate control medications. After 18 days, patient was taken off the ventilator, and one week later ((B)(6)2010) he was discharged to a skilled nursing facility in stable condition. It was later reported the patient died (B)(6)2010 from complications of heart failure. There is no allegation from a health care professional that the death was device related.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found. Several conductors blood/body fluid (not obstructed). Proximal segment returned and analyzed. Proximal conductor stretched, apparent explant damage.